Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.